Event description:
Info was received in may 2005 from with a history of osteoarthritis and cartilage degeneration in both knees who experienced knee swelling and pain. The pt began treatment with synvisc in "december 1997 or december 1998." The pt received three synvisc injetions into both knees on unk dates in december 1997 or 1998. After the first injection pt did well and after the second injection pt did fair. After the third injection both of their knees "blew up" their knees swelled badly and pt experienced a lot of pain. Pt was treated with cortisone injections in both knees, which cleared up the reaction. At the time of this report, the pt had recovered.